Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain since essure procedure') in an adult female patient who had essure (batch no. A36523) inserted for female sterilisation. The patient's concurrent conditions included endometriosis. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: surgical pathology report: endometriosis. Essure devices in place, left tube scarred to uterus, endometriotic implants throughout uterosacral ligaments in posterior cul-de-sac. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: showing ovarian cyst.. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain ". Most recent follow-up information incorporated above includes: on 6-aug-2020: medical records received. Event "medical device removal" was updated to "pelvic pain". Essure lot number was added. This case is medically confirmed. Patient date of birth, medical history, lab data and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain since essure procedure'). In an adult female patient who had essure (batch no. A36523), inserted for female sterilisation. The patient's concurrent conditions included: endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: surgical pathology report, endometriosis. Essure devices in place. Left tube scarred to uterus, endometriotic implants throughout uterosacral ligaments in posterior cul-de-sac. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on an unknown date, showing ovarian cyst. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain". Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.